Event description:
The complaint is reported as: the spring wire guide was found to be kinked during use on the patient. There was no patient injury. The current condition of the patient is reported as "fine."

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) within its advancer tubing for evaluation. The end cap and the straightener tube were not returned. Visual examination of the returned swg revealed the guidewire was kinked near the distal end. No damage was noted on the tubing assembly. The distal j-bend was intact. Both welds appeared spherical and fully formed. The kinks in the returned swg were located at 565 mm, 570 mm, and 577 mm from the proximal end, respectively. The overall length of the guide wire measured 603 mm which is within specifications of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.851 mm, which is within the specification limits of 0.838-0.877 mm per the guide wire product drawing. The returned swg passed through a 21 ga lab inventory introducer needle, and ars with minimal resistance. A manual tug test confirmed the distal and proximal welds were fully attached. A device history record review was performed with no relevant findings identified. The IFU provided with this kit includes the following warnings and cautions for the user: "do not cut spring-wire guide to alter length." "Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." "If resistance is encountered when attempting to remove spring-wire guide after catheter placement, spring-wire may be kinked about tip of catheter within vessel." "Do not apply excessive force in removing wire guide. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was kinked near the distal end. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: the spring wire guide was found to be kinked during use on the patient. There was no patient injury. The current condition of the patient is reported as "fine".